Event description:
Allegedly, revised due to pain. Revision surgery found pseudotumor, loosening of the prosthesis and necrotic tissue.

Manufacturer narrative:
This is the same event as 3010536692-2014-01281.